Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was found that the main lamp did not light up due to a faulty igniter, causing the spare lamp to come on. It was also noted that the subject device¿s power unit was also compromised and contributing to the reported failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparation for a cystoscopy procedure, his olympus evis exera ii xenon light source¿s lamp alarm was sounding. According to the initial reporter, the intended procedure was completed without any delays or patient harm by using a secondary device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was not possible to identify the causal factors or identify the underlying causes of "flashing of the emergency light indicator on the front panel ". The phenomenon was not replicated and a root cause could not be identified. Additionally, it was estimated that the phenomenon, "the main lamp does not light up and the emergency lamp is activated", was caused by the deterioration of the igniter and the deterioration of the power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.